Manufacturer narrative:
Bd received a report of visible smoke on a pas-es device (recorded in complaint file (B)(4)). The user was instructed to shut down the device. A field service technician went onsite to inspect the device and did not observe any obvious faults with the power supply. The power supply was replaced and the device was tested to verify functionality. The replaced power supply is being returned to san diego (manufacturing site) for additional investigation.

Event description:
Customer reported visible smoke coming from the pyxis anesthesia es device. Customer was instructed to turn off the device. No patient or user harm was reported.